Event description:
Several hours after a coronary drug eluting stenting treatment procedure, the patient developed chest pain. The patient underwent elective coronary angiography which revealed a tightly stenosed proximal lad, at the bifurcation of the 1st diagonal branch, which was also stenosed. An attempt to introduce a safety wire into the 1st diagonal was unsuccessful. The physician then performed ptca in the lad, which occluded the 1st diagonal, causing the patient to have angina. A taxus express2 drug eluting stent was then introduced, with some difficulty, into the lad. The physician had poor guide catheter support and subsequently needed to deeply intubate the left main. Clopidogrel was started after the procedure. The patient experienced intermittent chest pain during the evening and night of the procedure. The physician on call attributed the chest pain to occlusion of the 1st diagonal branch. The patient had an echocardiogram the following morning which revealed a large anterior wall infarction. Coronary angiography was then performed which revealed thrombosis of the taxus express2 stent in the lad. The lad was recannulated and timi ii flow was restored. The patient sustained a large anterior wall myocardial infarction. The physician indicated that in his opinion, the development of the thrombus was more likely due to the technical difficulties encountered during the procedure than the stent.